Manufacturer narrative:
Device was used for treatment, not diagnosis device used in a veterinary case. No patient information will be reported. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a veterinary case and there was no human patient involved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the inspection has shown that the plate is broken. Unfortunately without further information we are not able to determine the exact cause which has lead to this occurrence. We can only assume that an excessive force had been applied to the implant and this has led to this damage. No product fault could be detected. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The device history records and manufacturing documents were reviewed and no complaint related issues were found. Visual inspection no problem found. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. This is a veterinary case and no 510k is required.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the first operation took place on (B)(6) 2013. The plate broke and was exchanged to a straight locking compression plate 2.0 (six hole). This a veterinary case that involved a (B)(6), male dog. This report is for 1 of 1 complaint (B)(4).